Event description:
During an atrial fibrillation procedure, a faradrive sheath was selected. During procedure, a slightly higher than usual aspiration of bubbles was noticed during manipulations on the faradrive, but after repeating aspiration and flush several times, there were no more bubbles. The procedure was followed according to the ablation workflow and the doctor's wishes. At the end of the procedure, after removing the system (farawave and faradrive) in the inferior vena cava, the farawave was subsequently pulled back to the visible part of the faradrive where small bubbles could be seen behind the splines of the farawave, there was no leak visible. No air was observed in the patient. The ablation was successful, and the patient, after monitoring, had no health consequences. There were no patient complications.